Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04157. It was reported the pt was reprogrammed and five contacts on the left lead and one contact on the right lead had invalid impedances. Reprogramming was able to provide stimulation, but after an add'l appointment the pt was still experiencing intermittent stimulation. It was reported the pt met with the physician and surgical intervention was to be undertaken at a future date to address the issue.